Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Subsequently this lead was explanted and replaced with anther lead. No additional adverse patient effects were reported.